Event description:
Per operative report: this valve was explanted due to endocarditis and thrombus. At explant, thrombus and vegetation were observed "at the 6 o'clock position, in the mid portion of the annulus of the posterior leaflet". The rest of the valve was reported to be "free from active infection" and there was no "substantial tissue destruction around the endocarditis process". It was replaced with sjm 29m-101.